Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital after receiving multiple therapies for vt. Intermittent sensing was observed on the device. Programming changes were made. Device remains implanted.